Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump was received with a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump had insulin squirting out. The customer stated that the insulin pump piston continues to move forward after reservoir contact. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.